Event description:
Per the clinic, the patient underwent three attempts to attach a new abutment to the fixture; however, the abutment stayed loose and the fixture was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).